Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. According to the product labeling there are only four compatible guidewires that can be used with the jetstream device. Use only listed compatible guidewires and introducers with the jetstream system. The use of any supplies not listed as compatible may damage or compromise the performance of the jetstream system. Compatible guidewires: jetwire¿ 0.014 in (0.36 mm) 300 cm, thruway¿ 0.014 in (0.36 mm) 300 cm, abbott vascular hi-torque spartacore¿ 14, abbott vascular hi-torque iron man¿ 0.014 in. (B)(4).

Event description:
It was reported the catheter became entrapped on the wire. A 2.4mm jetstream® xc atherectomy catheter was selected for a thrombectomy procedure in the superficial femoral artery. During the removal of the device from the patient using rex mode, the device became stuck on the non-bsc wire. No error message displayed. The procedure was completed with a different device. There were no patient complications and the patient's condition post procedure was stable.